Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-03037). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that prior to a device upgrade procedure, the device could not be interrogated with several troubleshooting attempts. It was also noted that the device was found to be in backup vvi mode. The device was explanted and replaced. The patient was in stable condition post-procedure.